Event description:
Pt with history of rheumatoid arthritis and degenerative joint disease underwent a right total shoulder arthroplasty. The tip of a 2.5 mm drill bit broke off during the procedure. It was fluoroscopically identified and immediately removed.